Event description:
It was reported that, during a laparoscopic distal gastrectomy, an error message was displayed and the device could not be used. It was found that the blade was broken when the device was checked. Part of the blade was lost and a search was conducted both inside the patient's body and outside the patient's body, but it could not be found. The doctors determined that there was no possibility that pieces were left inside the patient when the laparoscopic images were reviewed at the time of the harmonic error, no damage to the blade was confirmed within the abdominal cavity after taking and checking multiple x-rays after the operation. No pieces were left inside the patient. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4) date sent: 2/24/2026 d4 batch #: a98r9y d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Additional information was requested and the following was obtained: were any fragments generated? Yes did the fragments generated fell off inside the patient? The doctor determined no fragments fell into the patient. If yes, were they completely removed from the patient without additional intervention? Na what efforts were made to locate the pieces of the blade during the procedure? The patient was xrayed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device batch a98r9y, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 3/18/2026. D4 batch #: a98r9y. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was returned with the distal tip of the blade broken off and not returned. The remaining blade portion was scratched, and with evidence of contact with metal in or out of the operative field. In addition, the tissue pad was damaged and 100% present. Additionally, photos were provided and they showed the condition of the reported event. During functional testing to the energy systems, an alert screen was displayed. A probable cause for the device to stop activating and the energy system to display an alert screen is blade damage. The device was disassembled to verify the internal components and no anomalies were found. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in activation issues such as failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Prolonged usage of advanced hemostasis mode may cause tissue pad damage. Keep the clamp arm open when backcutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch a98r9y, and no non-conformances were identified.